Manufacturer narrative:
(B)(4). Evaluation summary: two samples were available at the plant for evaluation. The reported problem was confirmed. Visual inspection revealed a small cut in the tube on both sets approximately 2.2cm below the y. Further investigations performed together with the production engineer revealed that the cut of both sets was similar and exactly in the same location and a possible root cause may be attributed to the machine grippers which grip the tube and insert it into the y. No repairs were needed as this was a single use only device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: upon further investigation, this medwatch was found to be a duplicate of manufacturer report number 6000001-2012-11806. .

Event description:
The customer returned an additional solution administration set for evaluation. Visual inspection of the returned additional sample revealed a small cut in the tube of the set approximately 2.2cm below the y junction. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.